Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings:during investigation, the pump powered on with functional auditory features and intermittent vibration. Investigation revealed that the vibration motor contacts were not making full contact with the power printed circuit board; the motor contacts were realigned, and the vibration feature worked normally. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. The reported confirmed that the audible features were functioning normally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.